Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
During functional testing, the device gave a "unit failed" prompt and displayed a red "x". No pt involvement in the reported malfunction.